Event description:
Reportedly, during testing, the ventilator displayed a white screen and could not be operated. Upon replacing the single board computer, this issue was resolved. There was no pt involvement reported.